Event description:
On 25-feb-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cm, serial number (B)(6) in germany within the emea region. After an endoscopic procedure, the illumination lenses of the endoscope were found to be significantly crusted and extremely hot. It was reported that the low light mode of the processor had not been used during the procedure. A nurse reported sustaining a burn injury to a finger caused by contact with the endoscope. This event occurred after use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting: health effect - clinical code: 1757 burn(s). Health effect - impact code: 4619 temporary impairment. Medical device problem code:3022 temperature problem. Component code: 866 lenses. Additional information: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. This case was initially submitted as a pentax medical video processor report against model epk-i8020c, serial number (B)(6) by the customer. However, since it was determined to involve specifically the endoscope, the MDR will address the endoscope investigation and findings. The above video processor was not directly related to the user burn, and the procedure was completed successfully, therefore no report will be submitted against the video processor. For this report, the manufacturer collaborated with pentax medical emea and obtained additional information through a good faith effort (gfe) response received by email on 03-mar-2026. According to the information provided by the user facility, the reported burn resulted in redness only. No medical consultation was required and no medical treatment, including application of medication, was performed. Regarding the circumstances of the occurrence, it was confirmed that the user accidentally touched the distal end of the device while attempting to wipe it with gauze. It was also confirmed that the user did not rub the distal end directly with a finger. It could not be confirmed whether the device was being cleaned while the lamp was still on. The instructions for use (IFU) includes warnings regarding the potential temperature increase at the distal end and the associated risk of burns. At this time, a causal relationship between the reported event and the device has not been established. No device malfunction has been identified. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.